Event description:
Customer reported that the transmitter does not blink when connected to the sensor. Customer also reported that the sensor cannula is bent and looks like a "z". Customer's blood glucose reading was 50 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings. Also found two cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.